Manufacturer narrative:
The following devices were also listed in this report: 26 -3 cocr femoral head; cat # unk_jr; lot # unknown. Accolade ii 127° size 4 stem - not revised; cat # unk_shc; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown bipolar component was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated event details: I am provided the operation report dated (B)(6) 2020. The procedure is performed were right hip irrigation and debridement, revision of right hip replacement (femoral head only), application of incisional wound vac. According to the procedure narrative, the patient did well following a right hip hemiarthroplasty for six months but sustained a fall and work up revealed a dislocation of her bipolar implant. Workup suggested infection. Patient and the family did not want a two stage procedure so a single debridement and implant exchange was carried out. Patient was taken to the operating room where gross purulence was found. A debridement and exchange of femoral head and bipolar component was carried out. I reviewed the operation report completely and appropriate treatment was carried out. Final confirmation/root cause assessment: based upon the information given to me and the supporting documentation I can confirm that this event did occur. In my opinion the root cause of this complication was an infection of the hip joint which subsequently resulted in a septic dislocation. I do not any see culpability regarding any of the implants used. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for revision of the patient's right hip on (B)(6) 2020. In providing documents for a revision of the patient's right hip on (B)(6) 2021, an operative report for a revision on (B)(6) 2020 was provided. As per the operative report: "work-up was suggestive of infection...approximately 80-100 cc of purulent material was encountered..." A bipolar component and femoral head were revised. Rep provided operative reports for primary and (B)(6) 2020 revision, x-rays prior to (B)(6) 2021 revision, and usage sheet from (B)(6) 2020 revision and confirmed that no further information will be released by the hospital or surgeon.